Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was not returned to zoll medical corporation for evaluation; instead a zoll representative went on site and evaluated the device. The malfunction was verified, further communications with the customer indicated the customer did not press the battery reset button after the batteries were installed. After the batteries were re-installed and the reset button was pressed the reported malfunction could not be duplicated. Reports of this nature are typically not considered to meet our requirements for submission based on intended use of the device. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted "change batteries" message. Complainant indicated that there was no patient involvement in the reported malfunction.